Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed driveline fault alarms, low speed alarms, and pump stoppage events. Although a specific cause for these events could not conclusively be determined, based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the log file findings could be indicative of a potential driveline issue. The submitted log file contained data from (B)(6) 2021 through (B)(6) 2021. Intermittent driveline fault alarms were flagged throughout the file while the patient was supported by both the power module and battery power. For the duration of the file, the pump remained above the low speed limit until (B)(6) 2021, when the speed struggled to maintain its set speed. Low speed and pump stoppage events were observed, and corresponding low speed and low flow hazard alarms were associated with the events. It should be noted that the low speed and pump stoppage events occurred while the patient was supported by both the power module and battery power. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 27jun2013. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C. Is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. This IFU outlines the indications of driveline damage, as well as how to respond to such events. This IFU provides information on how to care for the driveline. Lastly, the section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook, rev. C. Is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. The handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with pump stops once on ungrounded patient cable and the other on battery power. The patient was admitted on strict bedrest with plan for a pump exchange the following week or sooner if the condition warrants. The log files confirmed intermittent driveline faults events, as well as speed drops lower than the low speed limit and pump stops on (B)(6) 2021. The patient had pump stops on (B)(6) 2021 and (B)(6) 2021 and the patient had a pump exchange on (B)(6) 2021. The patient was recovering well.